Manufacturer narrative:
Conclusion : representative samples were returned for evaluation. The samples were visually inspected and no defects per needle bending were noted. The needle-sutures presented in good condition.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a keratoplasty procedure on (B)(6) 2016 and the suture was used. During the procedure, when the suture was removed from the foam, the needle bended. Another like device was used to complete the procedure. There were no adverse consequences reported. Additional information has been requested.